Event description:
Surgeon went to fire the ta90 stapler and the staples only went about half way through the stapler load. The staple load didn't seal around the intestine as desired by surgeon. Multiple staples fired with first device but did not fully form and grasp tissue. There does not appear to be a leak which would have led to the free air.